Event description:
During an uncertain procedure, the physician seemed to be bleeding more than usual. The physician replaced the subject device with another device. The procedure was completed. The subject device was not retained by the user facility. There was no patient harm reported.

Manufacturer narrative:
Since the subject device wa not retained by the user facility, olympus could not evaluate the device. And the exact cause of the user's experience cannot be conclusively determined due to the absence of the device to investigate. This device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by olympus. If additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.